Manufacturer narrative:
Device not returned. Investigation is continuing. Information available as of time of this report is inconclusive. If more definitive data is developed, a follow up report will be filed.

Event description:
Distal transverse screw broke in the im nail.